Event description:
Lap chole - "customer states that tips did not align properly for fine dissection during lap chole." Retrieved lot# from medwatch report. Cer reported unk.

Manufacturer narrative:
Retrieved lot# from medwatch report. Cer reported unk. Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.